Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of leakage due to a torn and fragmented internal rubber component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. This report represents the initial and final report.

Event description:
Procedure performed: "liver cancer". Event description: "during the surgery, when co2 insuflation started, air leak was found." Type of intervention: unknown. Patient status: "no patient injury"